Manufacturer narrative:
Date of event: estimated based on the information received. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The safety and effectiveness of the istent inject system has not been established in patients with in patients with pseudoexfoliative glaucoma which was not studied in the pivotal trial. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was reported by a trabecular micro bypass stent system patient. The patient underwent left eye cataract surgery plus implantation of two stents; however the patient noted that there were intraoperative difficulties due to long term use flomax and floppy iris syndrome. Reportedly, on post-op day one (1) the surgeon was unable to visualize one (1) of the two (2) stents. Additionally, the patient reported a black image on the temporal side of the visual field but doesn¿t believe to be related to the stent(s) and feels could be related to three (3) stitches at the incision. Following day one (1) visit, the patient sought a second opinion from an ophthalmologist who reported an iop increase believed to be related to steroid (durezol) use. The patient planned a follow-up visit with the implanting surgeon.